Manufacturer narrative:
Review of the device history record find no discrepancies. The smaller, broken portion of the cage is being returned for evaluation. A follow up medwatch report will be filed upon receipt of the broken portion of the cage and completion of the evaluation.

Event description:
International affiliate reports that part of the cage broke during insertion. The smaller, broken portion of the cage was removed from the surgical site with forceps. However, the rest of the cage was implanted. It was reported that "as the most part of the cage was good, the surgeon had chosen not removing the cage. He believed that this implanted part will not bring harm to the patient". As a compromised device was implanted, this medwatch report is being submitted to document this event.